Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon was ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 9 atmospheres after being inflated three times. The device was able to be removed without any problem using the normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.